Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A single 10ml syringe in a person¿s hand was depicted in the photo. The syringe had 5ml of clear liquid inside, a filter and a shielded needle attached. A caption pointed at the stopper said ¿that rubber twisted and ip fell.¿ however, no twist or stopper deformity could be observed in the photo provided. The photo is of low resolution, therefore it is possible the reported defect was obscured by the pixilation in the photo. The reported defect was not identified in the photo received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked. There was no report of exposure, serious injury or medical intervention.